Manufacturer narrative:
Batch review performed on 08 november 2016. Lot 1550142: (B)(4) items manufactured and released on 21 august 2015. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. Device not yet received.

Event description:
During surgery when the surgeon was using the impactor, the blue plastic started shredding off. The surgeon was able to recover all the fragments. The surgeon washed out the knee. There no critical delay in surgery. There was not patient harm. The surgery was completed successfully.

Manufacturer narrative:
Additional information received on 04 january 2017 and includes: it was confirmed that the instruments will not be available for investigation.